Event description:
Literature was reviewed regarding left ventricular assist device (vad) implantation in pediatric patients. The authors described one patient death; the patient had a complex congenital heart disease, who underwent multiple surgeries in infancy and had a cardiac arrest which required resuscitation and emergent extracorporeal membrane oxygenation (ECMO) implantation before vad implantation. Despite a pre-vad neurological evaluation being unremarkable and recovery of cardiocirculatory stability after lvad, they presented with cerebral anoxic damage leading to an irreversible comatose status, and care withdrawal was performed. There were other patients who experienced driveline infections and were treated with intravenous (IV) antibiotics, bleeding which required surgery with cardiac tamponade, pneumonia, and the need for a temporary right vad. All patients underwent heart transplants. The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/13 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: intracorporeal lvad implantation in pediatric patients: a single-center 10 years' experience. Artificial organs. 2024; 48:408¿417. Doi: 10.1111/aor.14716 d4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.